Manufacturer narrative:
Investigation results: visual investigation: here we found the typical signs of an intergranular fracture, most probably caused by mechanical overstress/overload. Batch history review: due to the fact that no lot number was provided, a review of a device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results, no CAPA is necessary.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a caspar drill for distraction pins (part # ff908r) was used during a procedure performed on (B)(6) 2021. According to the complainant, during the surgical procedure, the drill tip broke off in the cervical vertebrae. An x-ray with c-arm was taken to confirm that the broken drill bit was in the vertebral body. The physician was able to successfully retrieve the broken bit from the bone. The procedure was then successfully completed using another of the same device. Reportedly, a surgical delay of approximately ten (10) minutes occurred. The complaint device has been returned to the manufacturer for evaluation. An additional medical intervention was performed. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).